Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse. It was reported that post implantation the patient experienced pain, erosion, extrusion, dyspareunia, infection, neuromuscular problems and bowel problems. The patient had mesh excised due to erosion and extrusion by implanting surgeon on (B)(6) 2009. It was reported that the patient underwent rectocele repair on (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent pelviscopy, bilateral uterosacral colpopexy, cystoscopy, takedown of bilateral uterosacral colpopexy, and lysis of bowel adhesions.

Event description:
It was reported that the patient concurrently underwent pelviscopy, bilateral uterosacral colpopexy, cystoscopy, takedown of bilateral uterosacral colpopexy, and lysis of bowel adhesions.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.